Event description:
The reporter indicated that the pt received two shocks while sleeping. Chronolog indicated 11 episodes, 2 receiving therapy. Stored "iegms" were illegible due to noise. During office follow-ups, pocket manipulation intermittently produced undersensing with pacing into sinus rhythm. Oversensing was not seen at this time unlike the stored "iegms" from the previous night, x-rays were done, but were inconclusive. The physician performed surgery and opened the pocket. Tug tesing was performed on the ventricular "p/s" lead and it appeared to be snug. Wiggling caused noise with fibrilation intervals just like the ones observed the night before. The set screw was tightened down (it was a little loose). After the screw was tightened down, undersensing with pacing was observed. The set screw was backed out and the ventricular "p/s" lead was reinserted. After the screw was tightened, everything appeared to be functioning appropriately. Device and leads remain implanted.